Event description:
During follow up with a home patient (hp), the hp stated that last night there was a leak (unknown product and source of leak). The hp stated that after starting over with new supplies therapy has been going fine. However, the hp also mentioned that recently he was in the hospital with an unknown reason. The hp was unable to provide any further information. Hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. No further information available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined